Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device ¿ extended too far into uterine cavity/ left side is malpositioned') and device dislocation ('migration of essure device location of device: essure was 50% or more out of left tube,') in a 32-year-old female patient who had essure (batch no. C59247, cs000hw) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, post-traumatic stress disorder, heart murmur, allergic reaction, vomiting, tinnitus, insomnia, hallucinations, nocturia, polyuria, bipolar disorder, dizziness, paresthesia, human papilloma virus infection and asthma. Previously administered products included for an unreported indication: depo provera, olanzapine and medroxyprogesterone. Concurrent conditions included bipolar affective disorder, gerd, numbness in hand, constipation and heartburn. Concomitant products included buspirone hydrochloride (buspar), clarithromycin (claritin), clonazepam (klonopin), quetiapine fumarate (seroquel) and vortioxetine hydrobromide (brintellix). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal discomfort ("burning"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea / dysmennorhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), depression ("psych injury/psychological or psychiatric problems : condition: depression"), mood swings ("hormonal changes/hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("psychological or psychiatric problems : condition: anxiety") and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 months 3 days after insertion of essure. In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy full), repeat/multiple surgeries). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, device dislocation, abdominal discomfort, depression, gastrointestinal disorder, mood swings, headache and anxiety outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal pain, back pain, metrorrhagia, bladder disorder, urinary tract disorder, vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, anxiety, back pain, bladder disorder, depression, device dislocation, device expulsion, dysmenorrhoea, gastrointestinal disorder, headache, menorrhagia, metrorrhagia, mood swings, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy note date of insertion- (B)(6) 2015. Discrepancy note date of removal- (B)(6) 2016. Right side : there were three coils into the uterine cavity after removal of the insertion device. Left side : thirteen coils again were into the uterine cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-dec-2019: pfs received. Lot number received. New events: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems : condition: anxiety, migration of essure device location of device:essure was 50% or more out of left tube, hormonal changes updated to hormonal changes describe: mood swings, psych injury updated to depression. New reporters, plaintiffs information added. Historical and concomitant conditions were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device ¿ extended too far into uterine cavity/ left side is malpositioned') and device dislocation ('migration of essure device location of device: essure was 50% or more out of left tube,') in a 32-year-old female patient who had essure (batch no. C59247, cs000hw) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, post-traumatic stress disorder, heart murmur, allergic reaction, vomiting, tinnitus, insomnia, hallucinations, nocturia, polyuria, bipolar disorder, dizziness, paresthesia, human papilloma virus infection and asthma. Previously administered products included for an unreported indication: depo provera, olanzapine and medroxyprogesterone. Concurrent conditions included bipolar affective disorder, gerd, numbness in hand, constipation and heartburn. Concomitant products included buspirone hydrochloride (buspar), clarithromycin (claritin), clonazepam (klonopin), quetiapine fumarate (seroquel) and vortioxetine hydrobromide (brintellix). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal discomfort ("burning"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea / dysmennorhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), depression ("psych injury/psychological or psychiatric problems : condition: depression"), mood swings ("hormonal changes/hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("psychological or psychiatric problems : condition: anxiety") and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 months 3 days after insertion of essure. In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy full), repeat/multiple surgeries). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, device dislocation, abdominal discomfort, depression, gastrointestinal disorder, mood swings, headache and anxiety outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal pain, back pain, metrorrhagia, bladder disorder, urinary tract disorder, vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, anxiety, back pain, bladder disorder, depression, device dislocation, device expulsion, dysmenorrhoea, gastrointestinal disorder, headache, menorrhagia, metrorrhagia, mood swings, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy note date of insertion- (B)(6) 2015. Discrepancy note date of removal- (B)(6) 2016. Right side : there were three coils into the uterine cavity after removal of the insertion device. Left side : thirteen coils again were into the uterine cavity. Lot number:c59247, manufacture date:2014/05, expiration date:2017/05. Lot number:cs000hw, manufacture date: 2015/09, expiration date:2017/10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device ¿ extended too far into uterine cavity/ left side is malpositioned') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, post-traumatic stress disorder and heart murmur. Concurrent conditions included bipolar affective disorder. Concomitant products included buspirone hydrochloride (buspar), clarithromycin (claritin), clonazepam (klonopin), quetiapine fumarate (seroquel) and vortioxetine hydrobromide (brintellix). On (B)(6) 2015, the patient had essure inserted. In october 2015, the patient experienced dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and abdominal discomfort ("burning"). In december 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy full), repeat/multiple surgeries). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, abdominal discomfort, psychological trauma, gastrointestinal disorder, hormone level abnormal and headache outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal pain, back pain, metrorrhagia, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal discomfort, abdominal pain, back pain, bladder disorder, device expulsion, dysmenorrhoea, gastrointestinal disorder, headache, hormone level abnormal, metrorrhagia, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: discrepancy note date of insertion- (B)(6) 2015. Discrepancy note date of removal- (B)(6) 2016 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Events back pain, metorhagia (bleeding b/w periods), psych injury, gi conditions, hormonal changes, headaches, bladder disorder and urinary tract disorder added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device ¿ extended too far into uterine cavity/ left side is malpositioned') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, post-traumatic stress disorder and heart murmur. Concurrent conditions included bipolar affective disorder. Concomitant products included buspirone hydrochloride (buspar), clarithromycin (claritin), clonazepam (klonopin), quetiapine fumarate (seroquel) and vortioxetine hydrobromide (brintellix). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and abdominal discomfort ("burning"). In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, dysmenorrhoea and abdominal discomfort outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal discomfort, abdominal pain, device expulsion, dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: essure inserted - 42251. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2019: pfs received- new events dysmenorrhea, pelvic pain, abdominal pain and burning were added. Event injury updated to device expulsion. Patient information, medical history, concomitant drug, lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.